Manufacturer narrative:
A breath delivery (bd) proportional solenoid (psol) was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An inspiratory flow module (ifm) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the ifm pcb and bd psol. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A pneumatics interface printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator became inoperative. Reportedly, the ventilator generated a severe occlusion alarm prior to the inoperative condition. No patient harm was reported. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue; however, was not able to duplicate the reported issue. The se found water in the expiratory circuit, and in the water trap in the expiratory filter.